Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon ligated the cuff to control the bleeding and applied another device. The staples did not form properly on the second firing. The surgeon resected tissue and applied a third instrument to complete the procedure. The hospital has reported that the patient's condition is satisfactory.

Manufacturer narrative:
12/2/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.